Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise in an untreated episode. Technical services (ts) reviewed the stored episodes and the signal signatures and noted this was pointing towards potential challenge involving the sense b node sensing circuit. Ts provided troubleshooting recommendations.